Manufacturer narrative:
This event has been reported by the manufacturer under MDR#9680654-2019-00039.

Event description:
Patient underwent a aaa repair on (B)(6) 2019 for a aaa in which the following devices were implanted: zfen-p-2-30-94-r. Zfen-d-12-28-76-c, zsle-30-39-zt (left iliac), zsle-20-74-zt (right iliac), and esbe-26-39-zt. A small endoleak was noted and the physician placed the esbe device which resolved the leak. The patient returned for scheduled follow up on (B)(6) 2019 and an endoleak, possible type ii, and the physicians partner suggested possible type ii endoleak via angiogram. A follow up procedure to address the leak was scheduled for (B)(6) 2019. On friday (B)(6) 2019, the follow up procedure to determine where the endoleak was located could not be determined. As the physician noted this was a brisk endoleak it was decided to re-align the device at the bifurcation. Physician did images with coda balloon to see if overlap leaked but was unsuccessful in determining. A zsle-20-56, lot# 9670741, was deployed in the left iliac but did not stop the leak. The physician then deployed an esbe-30-39-zt- lot# 9888654, a zsle-20-90-zt- lot# 9835111 (right iliac) and a zsle-20-74-zt- lot# 9748250 (left iliac). Did a kissing cota balloon and a final angiogram showed no leak. The patient was discharged to go home the following day, saturday.